Event description:
The initial reporter stated they received discrepant results for three patient samples tested with elecsys troponin t hs on a cobas e 801 module. The first sample initially resulted in a troponin t value of 500 ng/l. The sample was repeated on a second analyzer, resulting in a value of 3.03 ng/l. The second sample initially resulted in a troponin t value of 409 ng/l on (B)(6) 2023. The sample was repeated on a second analyzer, resulting in a value of 51.4 ng/l on (B)(6) 2023. The third sample initially resulted in a troponin t value of 315 ng/l on (B)(6) 2023. The sample was repeated, resulting in a value of 4.83 ng/l on (B)(6) 2023.

Manufacturer narrative:
The serial number of the cobas e 801 module is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The lot calibration generated on 07-jul-2023 was within expectations. Controls were acceptable. The alarm trace showed a high number of abnormal cell blank alarms on another module attached to the analyzer in question. This can likely indicate sample quality issues. Camera images from the analyzer showed dust visible on the active gripper wheels. Unknown matter was also observed on sample surfaces. No quality issues were evident after re-analysis of release data and reproducibility of release testing with reagents over the shelf life. Performance was according to specification and release criteria, with comparable performance to previous reagent lots. Based on the information, a general reagent issue can be excluded. The investigation could not identify a product problem. The issue is consistent with incorrect pre-analytic sample handling.

Manufacturer narrative:
An additional repeat value of 97.3 ng/l on (B)(6) 2023 was provided for the first patient. It was asked, but it is not known if this was the complained sample from the first patient or if it was a different sample.

Manufacturer narrative:
The customer stated they received a questionable troponin t result for a fourth patient sample on (B)(6)2023. This sample initially resulted in a troponin t value of 141 ng/l. A second sample collected from the patient in the afternoon resulted in a value of 3.9 ng/l. This patient is a 34 year old asian male. The patient was hospitalized due to symptoms of chest pain.